Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Visual inspection of the device revealed that the coil and pusher wire arms were interlocked within introducer sheath. The twist lock of the introducer sheath had been opened. Residues of blood were noted within the introducer sheath. The coil fiber bundles had blood on them. The introducer sheath was inspected and no anomalies were noted. The pusher wire was inspected and no anomalies were noted. The coil was inspected and was found stretched near both ends, in addition, interlocking arm was found detached from the rest of the coil. Microscopic inspection of the pusher wire revealed that the proximal end has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The interlocking arm was inspected and was found detached from the rest of the coil. The dimensions that could be measured were inspected and were within specification. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the coil had friction during advancing in the catheter. The target lesion was located in a mildly tortuous coronary fistula. A 6mm x 20cm interlock¿ coil was selected for use. During the procedure, when advancing the coil to the microcatheter, high friction was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the interlocking arm was found detached from the rest of the coil.